Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product no returned to manufacturer.

Event description:
It was reported that abutment screw fractured into implant. It could not remove it. Implant was removed.

Manufacturer narrative:
One osseotite implant was returned for inspection with an unknown restoration. A visual inspection revealed that the internal drive feature is contained the reported fractured screw, which was too badly damaged to be removed. The restoration contains the other half of the fractured screw. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.